Event description:
It was reported that while using bd intima ii¿ IV catheter prn adapter, the indwelling needle leaked when opening the connection. The following information was provided by the initials reporter: "indwelling needle was leaking when opening connection."

Manufacturer narrative:
Investigation summary: our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Investigation conclusion: a sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Root cause description: without the ability to investigate the affected unit, our quality engineers were unable to determine the root cause for this complaint.